Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the power switch assembly. After replacing the main power switch, the issue was resolved. The fsr performed the operational verification procedure and reported the device passes all performance checks. The fsr reported the device is operational and runs according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device shut-off during patient-use. The customer reported the ventilator was replaced and reported there is no patient consequence associated with the event.